Manufacturer narrative:
An event regarding a pin seizing in a tibial resection guide involving a headless pin - 3" was reported. The event was confirmed. A visual analysis confirmed the event. A material analysis confirmed the head of the pin broke in ductile overload from a torsional force likely when it seized in the resection guide. Medical records evaluation not performed because it is not believed that patient factors contributed to the reported event. Device and complaint history review not performed as the device was not properly identified. The investigation of past complaints concluded that burrs or debris would get caught between the pin and the resection guide hole causing it to seize.

Event description:
It was reported that the pin got wedged in the device. There was a delay of 5 min.

Event description:
It was reported that the pin got wedged in the device. There was a delay of 5 min.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown pin. Should additional information become available, it will be provided in a supplemental report.